Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-13191. It was reported the patient failed to charge the device as recommended. As a result the ipg failed to establish communication with external devices. As a result, the patient underwent surgical intervention (B)(6) 2018 wherein the lumbar ipg was explanted and replaced. Therapy was restore post operatively. Reportedly the patient has two systems. It is unknown which ipg is related to the issue. Therefore, all the suspected devices are being reported.